Event description:
On (B) (6) 2009, the patient reported receiving e4 (occlusion) errors on his infusion device. He stated that he would change the infusion site and tubing to clear the error and it was possible that the infusion site cannulas were bent upon removal. The patient was not experiencing an e4 at the time of the report. He stated that he inserts infusion sites in his thighs and upper buttocks. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The pt discarded the alleged product. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.